Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk. This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this pacemaker system exhibited oversensing of noisy signals on the right atrial (ra) and right ventricular (rv) channels, that were suspected to be related to a mammography scan performed at the time of the event. Technical services (ts) was consulted and identified pacing inhibition with a duration of four seconds on the rv channel. In addition, ts recommended programming enhancements. This device remains in service. No additional adverse patient effects were reported.